Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: neu_ptm_prog, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care provider reported that implantable neurostimulator (ins) turned off on the patient by itself. The patient asked husband to turn off the ins and hours later the ins turned back on by itself. The indication for use was non-malignant pain and failed back surgery syndrome. There were no patient symptoms reported.